Manufacturer narrative:
Follow-up #1; date of submission: 10/11/2016.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a site/set/cart (cartridge leak) issue. It was reported that the cartridge was leaking insulin. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because a leak in the cartridge can result in under delivery.

Manufacturer narrative:
Device evaluation: the cartridge has been returned and evaluated by product analysis on 11/09/2016 with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. A fill test, and leak test were performed and no failures were observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a site/set/cart (cartridge leak) issue. It was reported that the cartridge was leaking insulin. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because a leak in the cartridge can result in under delivery.